Event description:
The patient's lead and generator were replaced. Product return is not expected as the facility is known to discard explanted products. No further relevant information has been received to date.

Event description:
Patient presented with high impedance. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.